Manufacturer narrative:
Product development investigation was performed on the returned subject device (driving cap/threaded, part # 03.010.523/ lot # 8853957). The returned driving cap was confirmed to be broken at the distal threads. The broken fragment is retained inside the concomitant threaded hammer guide connector. The driving cap has surface wear which does not impact functionality. A visual inspection, drawing review and device history record (DHR) review were performed as part of this investigation. The complaint is confirmed. Replication of the complaint condition is not applicable as the device is already broken. Use of the returned devices is outlined in the tfna proximal femoral nailing system screw only technique guide. The drawings for connector for insertion handle (driving cap) were reviewed during investigation. The returned concomitant device in this complaint record shows no evidence of having contributed to the event, therefore further investigation is not necessary. No definitive root cause was able to be determined. The root cause is likely related to off axis hammer strikes to the driving cap. There were no issues during the manufacture of this product that would contribute to this complaint condition. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifier, weight is not available for reporting. Device is an instrument and is not implanted/explanted. A device history record review was conducted on part # 03.010.523/ lot # 8853957: manufacturing location: (B)(4), manufacturing date: 27-may-2014: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a surgery was performed on (B)(6) 2016 to treat a hip fracture caused due to a motor vehicle accident. During insertion of a trochanteric fixation nail advanced (tfna) nail, the threaded portion of the driving cap broke off inside the threaded hammer guide connector instrument. Due to this event an additional 10 minutes was added to operating room time. No fragments were generated. The threaded portion was easily removed from the hammer guide connector. The procedure was successfully completed. Patient status was reported as stable. Concomitant devices reported: threaded hammer guide connector: (part #:03.037.120 , lot #: 8588487, qty. 1), tfna nail (part #: unknown, lot #: unknown, qty. 1), hammer (part #: unknown, lot #: unknown, qty. 1). This is report 1 of 1 for (B)(4).